Manufacturer narrative:
Additional information was added. Two actual (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were noted; no leak, blockage, or damage was observed on the returned samples. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event(s) occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusion pump displayed an occlusion alarm while being used with an unspecified quantity of clearlink luer activated valves. It was further reported this problem only occurred when the extension sets were being used during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.